Event description:
On 09/25/1998 the account reported an incorrect hgb result of 14.5 g/dl and hct result of 46.2% for a pt sample, which was run in the open mode on the cd4000. Repeat testing of the sample in the open and closed modes gave a hgb results of 8.9 g/dl and hct results of 24.3%. A follow-up sample was drawn on the pt, which gave a hgb result of 6.43 g/dl and hct result of 19.0%. The pt was given a transfusion based upon the follow-up sample results. No further pt info has been provided by the account.